Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an intermittently responsive up arrow button and showed signs of corrosion in its battery compartment. The customer's mother stated that the insulin pump depleted the battery life prematurely. She stated that the most recent battery lasted about 1 day. She stated that the up arrow did not work reliably. She noted that the customer is a chef and the insulin pump was kept in his pocket, so the device may have been exposed to moisture from his body. She noted that sometimes, the customer experienced high blood glucose in the 300 mg/dl range and low blood glucose in the 50 mg/dl range, depending on his activity and diet. She declined troubleshooting assistance for high and low blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with normal operating currents. The device was monitored for several days and no alarms occurred during testing. The device passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had corroded battery tube, cracked reservoir tube lip, minor scratches on the lcd window and on the reservoir tube window, and missing end cap sticker.